Manufacturer narrative:
Results of investigation: not determinable as the issue no longer reproducible.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - h10: the suspect device has not been returned for investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device has not been returned for evaluation.

Event description:
It was reported to vyaire medical that the vents screen froze up after completing the sw update. After resetting the vent, the issue was resolved, and testing passed. No patient involvement was reported.